Event description:
Per physician he completed last stage of breast reconstruction surgery and removed tissue expanders and replaced with implants. Pt had replacement of a #15 jackson-pratt drain on either side. When pt came to his office to have last drain removed on (B)(6) 2019, the drain was "anchored due to tissue ingrowth into jp drain" causing a portion to break off and be retained. This required an add'l surgery to remove the retained portion. FDA safety report ID# (B)(4).